Event description:
On (B)(6) 2012, the patient contacted animas alleging that the down arrow keypad button has been sticking and intermittently unresponsive for the past couple of months. The patient stated that she wears the pump in a case on her belt, and cleans the pump with water and a towel as needed. There were no reported blood glucose excursions as a result of the alleged keypad malfunction. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: follow-up #1 7/17/2012 the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation confirmed the 'down' arrow button responds intermittently to user presses. The keypad was removed from the base and contamination was found under the 'down' button contact. The 'ok' & 'up' symbols observed to be worn off and erased but the keypad was intact with no evidence of tears or peeling. Unrelated to this event, a battery compartment crack extending from threads down to the finger pad was observed. Also, animas conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.